Event description:
Reporter is concerned about the disparity between finger stick results and venous blood samples. Reporter claims that his practice had to discontinue use of these products resulting in delay of treatment. One pt was admitted to the hospital with recurrent transient ischemic attacks.